Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. The device was not available to be returned for evaluation. Therefore, the root cause of the pvl and regurgitation remains indeterminable. However, it is likely that patient and procedural factors contributed to the event. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via patient registry that a 23mm aortic valve was explanted on postoperative day one due to severe aortic regurgitation and paravalvular leak between left and right coronary cusp. Per the operative procedure, after exposing the valve via the aortotomy, the surgeon decided not to attempt and repair the paravalvular given location and difficulty passing sutures. The valve was therefore removed and upsized to 25mm bioprosthetic valve. The surgeon sized the annulus with the appropriate sizers and it sized to a 25-mm sizer. Excellent seating of the valve and good clearance of the coronary ostia was verified. The patient ultimately separated from cardiopulmonary bypass after a total of 100 minutes. The patient was extremely vasoplegic and post cardiotomy shock so the decision was made to reinstitute bypass and place a left femoral iabp. The patient left the operating room to go to the ICU in stable condition having tolerated the procedure well. There were no complications apparent.